Event description:
Complainant alleged that during the incoming inspection of the product, the cable could not be disengaged from the device. Complainant indicated that there was no pt involvement in the reported failure.